Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 385 mg/dl at the time of the incident. The name of hospital was saint lukes hospital. The customer was at 168 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated the tubing was getting caught on the belt clip causing the highs. The insulin pump will not be returned for analysis.